Manufacturer narrative:
The device was received for evaluation. During functional testing, 'speaker is low not working properly' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker volume found set to low. The speaker volume will be set to medium and unit sounds properly to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq had an issue speaker is low and not working properly. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.